Manufacturer narrative:
Product has been recieved, device is currently under evaluation.

Manufacturer narrative:
Evaluation: prior to evaluation it is noted that the plastic locking mechanism that is on the end of the contamination guard is missing and was not returned with the device for evaluation. The device balloon was visually inspected under 10x magnification and the balloon has burst. Visually the edges of the burst are jagged and there is significant wall thinning in the area that burst. The entire device was visually inspected and there are three sharp kinks in the device shaft. One kink is approx. 4 inches from the distal tip, one is approx. 14 inches from the distal tip and one 20.5 inches from the distal tip. Water was introduced through the pressure and infusion lumens and the water flows from where it should. The kinks do not affect the way the device functions. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A device history review was performed and the product passed all inspections. The information will be included in trending and future corrective action determinations. Since the root cause could not be determined; a manufacturing defect cannot be confirmed and a product risk assessment will not be generated. Trends will continue to be monitored on a monthly basis and if further action taken as needed.

Event description:
It was reported that the customer had difficulty getting a pressure tracing, after the endoplege balloon was inflated they noticed right before first dose of retrograde cardioplegia. They pulled back on the syringe there was blood in the syringe, therefore they couldn't give retrograde cardioplegia. The md left device in the patient and proceeded with procedure. However, when they pulled the device out after the procedure they noticed that the balloon jagged and torn. The md did hand-held antegrade. It was a mini sternotomy. There was no change in operative strategy. The patient did fine during the procedure.